Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition remains the same (frequent urination). On (B)(6) 2017 he was observed in e.r. At memorial hospital for a few hours. Customer states blood glucose was 700mg/dl and he was diagnosed with hyperglycemia. He states he was treated with IV (saline) and no new medications were prescribed. He left the hospital on (B)(6) 2017. There were additional blood tests performed with the alleged defective device the results was 505mg/dl and 550mg/dl this morning on (B)(6) 2017. Prior to call back customer states meter was reading "hi". Customer stated he is going back to ER. Another call back was made on (B)(6) 2017 ; customer condition improved with no diabetic symptoms present at the time of the call. Customer was hospitalized on (B)(6) 2017 with a blood glucose reading of 780mg/dl. She receive saline IV with insulin treatment. She was released on (B)(6) 2017. Customer received the replacement meter but didn't have chance to use it. Another call back was made on 4/18/2017; customer satisfied with the replacement meter. No medical attention or symptoms reported at the time of the call.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The customer is concerned with tests results from results obtained of hi and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of frequent urination and excessive thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms at the time of the call. The product is storage location is undisclosed. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of hi using true metrix meter. The test strip lot manufacturer's expiration date is 4/30/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer states he feel very thirsty and has been urinating frequently. Per follow up: customer's condition remains the same (frequent urination). On (B)(6) 2017 he was observed in ER at memorial hospital for a few hours. Customer states blood glucose was 700mg/dl and he was diagnosed with hyperglycemia. He states he was treated with IV (saline) and no new medications were prescribed. He left the hospital on (B)(6) 2017. There were additional blood tests performed with the alleged defective device the results was 505mg/dl and 550mg/dl this morning on (B)(6) 2017. Prior to call back customer states meter was reading "hi". Customer stated he is going back to ER. Awaiting follow up on possible 2nd ER visit